Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that error message check vent primary alarm failed displayed on the system. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. They verified system alarms with check vent primary alarm failed and there was a code 1102 and also a code 5021.per the service manual, it is advised to replace the speaker. The rse provided parts ID to the customer to resolve the reported problem. Investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 11/24/2022, 12/05/2022 and 01/12/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.